Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported that the low glucose alarm did not sound and was therefore not made aware of changing glucose levels. The customer experienced a loss of consciousness and received unspecified treatment from a third-party. No further details were provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device. The customer reported that the low glucose alarm did not sound and was therefore not made aware of changing glucose levels. The customer experienced a loss of consciousness and received unspecified treatment from a third-party. No further details were provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Attempted to activate high/low glucose alarms with a sonyxperia using a good known libre 2 sensor. The iphone xr successfully receive high/low glucose alarms. No issue were identified with the librelink app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.